Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not complete the loading process and the pump did not alarm that insulin was not being delivered. Tandem technical support (cts) informed the customer why the alarm was not received. The customer's blood glucose (bg) level was 250mg/dl and a correction was delivered via the pump to address the bg level. Additionally, it was reported an occlusion alarm occurred. The customer reported the infusion tubing was straightened out and insulin deliveries were resumed. As the customer was not receiving an occlusion alarm when cts was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.